Event description:
During manufacturer's preliminary examination of the received picture, the device was found bent.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e3: reporter is synthes sales consultant. H6: an investigation was conducted. Visual inspection: actual device was not returned. Visual inspection was performed at customer quality (cq) based on the received pictures of the device in complaint file and was not able to confirm the reported condition of it not cutting well. However, the drill bit appears significantly bent and therefore it is determined that it would not perform as expected due to the deformation. The received image condition does agree with the complaint description. This complaint is confirmed. A review of the device history records was unable to be performed since the lot number was unknown. Document/specification review: relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Investigation conclusion: a definitive assignable root cause for the bent drill bit could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown procedure and equipment of sosten condilar with variable angle was used. During the procedure, it was found out that the drill bit did not cut well and the surgical procedure was extended since there were no more bits in the equipment. The procedure outcome and patient status were unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).